Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported the patient with cardiogenic shock from an acute myocardial infarction was implanted an impella cp device for mechanical circulatory support and developed bleeding at the insertion site. Post implant same day the patient had moderate amount of bloody drainage at insertion site that was successfully management with manual pressure and pressure dressing with sandbag. The next day a hematoma was noted. Hemostasis was obtained with a mechanical compression device proximal to insertion site, and one unit of blood was administered. Vascular surgery was consulted and was able to control the site. Follow up the next day noted the patient was stable; hematoma was stable.

Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-23574.